Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a 4.1 drawer failure. The field service engineer replaced the retractor band, controller board on the back of the drawer and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.